Manufacturer narrative:
The compromised force sensor system error alarm occurred during the basic occlusion test due to protruded/loose drive support disk. No further testing could be performed due to alarm. The motor was tested outside the device and passed motor test. The insulin pump was received with minor scratched display window, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received motor error alarms on the insulin pump. The customer's blood glucose level was not known. Nothing further was reported.